Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. A preventive maintenance (pm) was performed. The company representative then tested the system. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that prior to a cataract extraction procedure, the system shut off on its own. When it was powered up again, multiple system messages displayed and the system locked. An alternate system was used to complete the scheduled procedures and no pt impact was reported.